Event description:
It was reported by the rep that when the devices, with reload cartridges, were used during a laparoscopic gastric bypass procedure, they delivered incomplete staple lines. The case was completed by converting to an open procedure and using another device. 10cm's of bowel was resected and new jejunojejunostomy had to be created.